Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon puncture, failure". Additional information status that this issue happened prior to use. No patient involvement. Another catheter was used to begin the procedure.

Event description:
It was reported "balloon puncture, failure". Additional information status that this issue happened prior to use. No patient involvement. Another catheter was used to begin the procedure.

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "balloon puncture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.